Manufacturer narrative:
The insulin pump passed functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump failed on leak test. All buttons functioning properly no damage on the keypad assembly and the j1 connector on the printed circuit board assembly was not unlocked during our visual inspection. The insulin pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay and cracked belt clip rails.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and the down arrow button does not work. Customer's blood glucose was 98 mg/dl at the time of incident. Troubleshooting found that the customer's doctor requested that they receive a new insulin pump. The customer was advised that the device would be replaced. No further details given.